Event description:
Following angioplasty, a stent was uneventfully placed in the target lesion. Post procedure, the patient remained comatose with significant worsening in his neurologic status. The patient suffered a bilateral cerebral and brain stem stroke. The patient developed a mass effect, edema, hydrocephalus and subsequent herniation. The patient was subsequently placed on comfort care and died five days post procedure.

Event description:
The patient was admitted with an acute stroke. Imaging revealed a 99% right vertebral artery (va) stenosis. Following angioplasty, a stent was uneventfully placed in the target lesion. Post procedure, the patient remained comatose. The patient suffered a bilateral cerebral and brain stem stroke. The patient developed a mass effect, hydrocephalus and subsequent herniation. The patient died five days post procedure.

Event description:
Following angioplasty, a stent was uneventfully placed in the target lesion. Post procedure, the patient remained comatose with significant worsening in his neurologic status. The patient suffered a bilateral cerebral and brain stem stroke. The patient developed a mass effect, edema, hydrocephalus and subsequent herniation. The patient was subsequently placed on comfort care and died five days post procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke, hydrocephalus and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.